Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had said it doesn't work and the health care professional had no further information regarding this. It was also confirmed that the device was just not working and they did not complete the MRI. There were no symptoms or further complications reported or anticipated.